Manufacturer narrative:
Evaluation summary: surgical notes were provided from the primary surgery on (B)(4) 2010 and revision surgery on (B)(4) 2010. No complications were noted in the primary notes. It was noted in the revision notes that the patient had recurrent dislocations which were reduced with closed reduction. It was noted in the revision notes that there was impingement between the neck of the stem and the acetabular liner. This may have been a source of the instability and dislocations. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Taking the above information into consideration, a definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, (B)(4) considers the investigation closed.

Event description:
It is reported that the patient was revised due to instability.